Event description:
An endurant stent graft was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. It was reported the patient returned for follow-up. The patient has mildly tortuous and ectatic iliac limbs. A CT revealed a type iii separation endoleak between the endurant 16x24x93 iliac limb and the endurant 16x16x82 iliac limb. The physician was not sure what caused the iliac limb separation. However, there was a scan which shows only 1.5cm of overlap between the 16x16x82 limb and the 16x24x93 which is below our required 3cm minimum overlap. The patient will be monitored by the physician. No additional clinical sequelae were reported and patient is fine.

Manufacturer narrative:
Film evaluation results are: review of CT¿s 9 months post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned ~1cm below the renal arteries. The infrarenal neck and bifurcate aortic body were angulated ~80 deg a-p; relative to the iliac limbs. The max diameter aaa measured 6.5cm and no endoleak was observed. The bifurcate ipsi limb on the left side was extended with another limb into the distal portion of the left common iliac artery. The right/contra limb was extended with an endurant limb which was positioned within the distal right common iliac artery. The max diameter aneurysmal rcia measured 3cm. The left/contra limbs were overlapping by ~15mm; the overlapping junction was near the mid-level of the aaa sac and no endoleak was seen. The distal stent graft diameter of the contra limb (just above the junction) measured ~17mm, and the proximal stent graft diameter of the contra limb extension (just below the junction) measured ~18mm. The iliac arteries were mildly tortuous. Other than a small amount of thrombus seen within the distal end of the 24mm contra limb extension, the stent grafts were patent, and no obvious stent graft kinks or compression was observed. No other issues were observed. Review of non-contrast CT¿s 3-½ years post-implant revealed that the bifurcate was positioned ~1cm below the renal arteries. As the films were non-contrast, measurements were approximate and no assessment of any endoleak or stent graft/vessel patency could be performed. The infrarenal neck and bifurcate aortic body were now angulated ~100 deg a-p; relative to the iliac limbs. The max diameter aaa had increased to ~7cm since the previous 9-month study. Within the mid-sac the contra limb had detached from the contra extension, which appeared to have moved out of the distal portion of the right common iliac and was now within the mid-length of the aneurysmal rcia. The max diameter aneurysmal rcia had increased to 3.8cm. The stent graft diameter of the contra limb measured ~18mm just above the detachment, and the proximal stent graft diameter of the detached contra limb extension measured ~18mm. The detached limbs were not radially aligned. The stent graft patency could not be assessed; however, no obvious stent graft kinks or compression was observed. The exact cause of the left iliac limb disconnection and likely type iii junctional endoleak could not be determined from the films provided. Films at implant were not available for review, and the initial amount of limb overlap is unknown. Comparison of recent to 9-month CT¿s showed an increase in the amount of infrarenal and stent graft limb angulation. It is possible that limb angulation increase due to aneurysm morphology changes may have contributed to the separation, which occurred where the junction did not have any vessel apposition (floating within the sac). The observed increase in the diameter of the ectatic rcia likely caused a reduction of the radial apposition of the distal right limb within the rcia, which may have also contributed to the limb detachment.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.